Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep stated that the patient is on the operating schedule for (B)(6) 2017. The hcp stated that the patient said the ins hurts more than it helps with their mowing job. The issue was not resolved at the time of the report but the rep noted that the ins would be returned for analysis and the patient was alive with no injury. Additional information was received from the rep via a patient on (B)(6) 2017. The rep noted that the patient¿s medical history includes failed back surgery syndrome x4, deep vein thrombosis, type 2 diabetes, gout, cellulitis x2 right knee arthroscopy. The patient stated that it worked when they needed it at their moving job but they got a new job and did not really need it anymore. It did help but they turned the device off at the first of the year. The patient had an explant on the day of the report and is doing well. The device was sent to pathology and they would send it to the manufacturer for analysis. The rep noted that n either they or the hcp would have any further information. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. The battery had reduced capacity from overdischarge, but was operating within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6) 2017 product type lead product ID (B)(6) lot# serial# implanted: explanted: product type accessory product ID (B)(4) lot# serial# implanted: explanted: product type accessory if information is provided in the future, a supplemental report will be issued.

Event description:
System components were received for analysis. No new information related to the event.